Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor system alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since the day before the call. The customer reported that the high blood glucose levels persisted despite site and set changes. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was 80 mg/dl. The customer stated that her blood glucose level got up to 352 mg/dl on the day of the call, then later got down to 80 mg/dl. Troubleshooting did not show any malfunction of the insulin pump, but the customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.